Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component a vela main printed circuit board assembly (pcba), and performed a failure investigation. The reported issue was able to be confirmed but not duplicated in the laboratory setting. The combination of transducer faults at power-up/auto-zero with the successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. The root cause of the reported issue was solenoid failure.